Event description:
The user facility reported to terumo cardiovascular systems corp, that during cardiopulmonary bypass, the oxygenator may have experienced a failure. The po2 was not able to get any higher than 66 on 100% of o2. No known impact or consequence to the patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).